Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that upon removal of sensor wire due to early sensor shutoff, sensor wire was missing, nowhere to be found. Although unwarranted, dexcom is reporting this event as a broken sensor, as a precautionary measure. During her call to dexcom technical support, pt reports feeling fine.